Event description:
On (B)(6) 2012, pt reported the buttons on the infusion device are not responding. Pt stated the issue began this morning. Pt reported none of the buttons on the infusion device are responding. Pt stated he tried to change the battery and battery cover, but the buttons still would not respond. Pt reported it doesn't matter how hard he presses the buttons, they still do not respond. Pt stated the buttons are not flat, but the rubber is wearing off of all of the buttons. Pt reported the buttons do not make an audible sound when depressed. Pt is currently using the backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.